Event description:
It was reported that the insulin pump had water damage. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. No button error alarm was noted during the testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.